Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and urethral atrophy are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. The patient was examined physically and visually in the physician's clinic, and it was determined that the cuff needed to be downsized due to atrophy at the cuff site. The device was explanted and replaced with a smaller device. There were no further patient complications.